Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress occurred during aspiration. The sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 27813, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Deflection worked as per specification. The pressure test did not show any leak, aspiration/flushing test did not show any air passing through the tube or expelled from the sheath distal tip. The hemostatic valve was leak tight. In conclusion, the air ingress issue was not confirmed for the returned product. The sheath passed the product inspection as per specification. If information is provided in the future, a supplemental report will be issued.